Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) sterile repeater pump tube sets were disconnected from the spike which resulted in a spill. This was identified under the hood during use of the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was : the lot was manufactured from june 10, 2019 - june 12, 2019. One (1) device not received for evaluation; therefore, a device analysis could not be completed. One (1) device was returned for evaluation. A visual inspection was performed, and it was noted that the tubing set was received detached from the tubing set spike. The reported condition was verified. The most likely direct cause for detached spike of was due to inadequate or lack of adhesive being applied in the manufacturing process at the base of the spike of the tube set tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.